Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via email that the reservoir had air bubbles. The customer's blood glucose was 120 mg/dl at the time of incident. The customer stated that the air bubbles are large but sometimes small. Troubleshooting verified that there was no air bubble in the tubing but the pump smelled like insulin. The customer was able to fill the reservoir and tubing without bubbles. Troubleshooting was able to resolve the issue. The reservoir was not returned for analysis.